Manufacturer narrative:
Per the tandem user guide: use of cartridges not manufactured by tandem diabetes care, inc. Or reuse of cartridges may result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It as reported that the customer received an occlusion alarm. The customer's blood glucose level was not impacted. A pump system check was performed. The pump and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. The customer was reloaded the same cartridge and inserted a new infusion set. Insulin delivery was resumed.